Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the issue could not be reproduced. The rep checked all cables and made sure everything was tightly connected. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A site representative reported that the hospital reported the surgeon monitor was "flickering". The staff monitor was functioning as expected. No patient was present during the time of the reported incident.